Manufacturer narrative:
(B)(4). Service engineer inspected the device and replaced the keyboard keypad. The ventilator passed all tests.

Event description:
It was reported that during testing, the ventilator keypad was unresponsive. The ventilator was not connected to a patient at the time of the event occurred.